Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes used gfa, gff and hsz. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 351.27, lot # u129063. Release to warehouse dates: jan 18, 2011 and feb 16, 2011. Supplier: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient was implanted with a non-synthes nail for a midshaft femur fracture at a different hospital. On (B)(6) 2016, patient was presented with postoperative infection and was being treated with an antibiotic im nail for infection control. In preparation to insert the antibiotic im nail, the 13.0mm cannulated drill bit was being used to open the femoral canal. A small part of the drill bit broke at the base where it connects to the drill. The broken piece did not fall into the patient. It was noted that the drill bit was no longer connected to the drill and was easily recovered. It was a clean break and did not generate any fragments. There was five (5) minutes surgical delay. Additional medical intervention was not required. There was no harm to the patient. Another device was not required, as the same drill bit completed the task of opening the femoral canal. On the back table, not near the patient, the spring inside the im nail reduction tool fell out of the locking collar. There was a surgical delay of 10 minutes. A back up reduction tool was available for use for the purpose of inserting the ball tip guide rod in order to ream the canal. The surgeon was able to ream the canal. Standard x-rays were taken throughout the procedure unrelated to the issues with the drill bit and reduction tool. The ring and nut are reported missing from the im nail reduction tool. The non-synthes nail was removed and patient was revised to an antibiotic im nail (the nail was created by the surgeon, where a test tube was filled with non-synthes cement. The test tube acts like a nail and the cement hardens. The test tube was cut off and the coating was peeled back and the antibiotic cement remained). The patient was not revised to any synthes products. Synthes instrumentation was used to open and ream the femoral canal. The patient was reported as stable and the procedure was completed successfully. This report is for one (1) cannulated drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing investigation is as follows. The returned drill bit is found to be missing approximately 20mm from the proximal end of the device. The device has some surface wear and scratches consistent with 5 years of drilling. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. The broken drill bit it likely a result of excessive force during use, potentially related to dense bone, or application of force not in line with the drilling angle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.